Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her insulin pump was scrolling. She stated, she had replaced the battery and there was no alarms present. The customer stated her insulin pump was functioning normally now. No additional information provided.